Event description:
It was reported that before use, foley catheter inflation funnel was torn.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, foley catheter inflation funnel was torn.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual inspection noted a tear on the inflation valve arm on the return sample measuring (0.3285). Also received 4 photo samples: 1) side view of location of tear. 2) inflation cap present on the catheter during the reported event. 3) top view of catheter and syringe used for the reported event. 4) top view of location of tear. Therefore, the reported event is confirmed and does not meet specifications per (B)(4) rev 0 which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Instructions for use were reviewed for this investigation. The labelling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.